Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During preparation, the user found a leak in the vent line. Another device was used to complete the procedure. It was further noted that the 3-way stopcock was cracked which resulted in device leakage. There was no patient contact and there were no injuries or additional medical intervention.